Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was running at the time of the shock. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.